Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15914. The pt was implanted with 2 leads (from the same lot) as part of her scs system. It was reported the pt was experiencing ineffective stimulation. The pt also stated she did not like how the stimulation felt. The pt's scs system was subsequently explanted.